Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified, 90% stenosed mid left anterior descending (lad) artery. During pre-dilation of the lesion, the balloon ruptured at 6 atms on the second inflation. The initial inflation was to 6 atms. The procedure was completed with a quantum maverick 2.5-15mm balloon catheter and the deployment of another manufacturer's stent. There were no reported patient complications. Patient status listed as "good".